Event description:
The test strip vial information that contains the date was rubbed off. It was reported no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.